Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level that ranged from 383 to "high" on the continuous glucose monitor (specific bg value was not provided); cause was unknown. Customer administered a manual injection to address bg. Multiple attempts were made by tandem technical support to contact the customer regarding the reported issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.